Event description:
Increased difficulty was experienced, regarding the filling and/or aspirating the reservoir of a pt's pump. The issue had occurred during the last few refills. The physician was eventually able to fill the pump, but with abnormal resistance and frustration/worry. It was noted that the pump was not on a propellant list. The info regarding the use of a refill kit was being determined. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).